Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during third inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any issue and the procedure was completed with another of same device. No complications were reported and the patient was in good condition.